Event description:
During the procedure, the uterine cavity was ablated for 53 seconds and then the error code came up. This was likely due to patient movement. The hysterscope was replaced in the uterine cavity for evaluation which demonstrated incomplete ablation. A new minerva device was opened and after safety checks were performed, the remainder of the ablation was completed without any other issues. The rep. Was present during this procedure.